Event description:
It was reported that the robotic assisted saw interface left device springs were loose. During an in-house engineering evaluation, it was determined that the triggers on the device saw clamp required minimal effort to close and was found to have mechanical play/looseness at the saw interface. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the actual device was returned for evaluation. Visual analysis found no significant damage or visual defects with the device. Both springs for the saw clamp component and planar clamp component appeared to be in proper working condition without any noticeable deformation or fatigue. Furthermore, the springs of both clamps had no functional impact on performance of the clamping features. The overall appearance of the device showed signs of normal wear from multiple uses in a clinical setting. Therefore the reported condition was not confirmed. It was found that the saw clamp required minimal effort to close and open. However, when closed, the sasi require some external force to open and would not open on its own. During the functional tests, the evaluation found the sasi to have significant mechanical play/looseness at saw interface in the direction parallel with the saw blade. However, the spring components themselves were not loose. The issue related to looseness is being addressed through a CAPA. The assignable root cause was determined to be not established for the reported condition since no problem was found and due to design for the looseness found during investigation.